Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at two levels t12 and l4. The bone cement that was injected at level l4 was noted to be too viscous and granular. The procedure was completed successfully and the pt status is good. No additional information was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551339, expiration date 08/31/2011). (B)(4)

Event description:
Customer reportedly received result of 400 mg/dl on advantage system 1 and results of 64 mg/dl and 67 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.